Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle is chipped, insertion tube is bent a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image problems were caused by a chipped light guide bundle and a bent insertion tube. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a reflect in the image. The issue was identified during setup. There were no reports of patient involvement.